Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had unintended motion, was confirmed. It was found during evaluation that the device had low output and that the failure of the rf board, relay board and psu board caused the reported failure and were replaced. The device was tested and found to be working according to specifications. However, given the information provided, we cannot discern a definitive root cause of the defective boards. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the device had unintended motion, was confirmed. It was found during evaluation that the device had low output and that the failure of the rf board, relay board and psu board caused the reported failure and were replaced. The device was tested and found to be working according to specifications. However, given the information provided, we cannot discern a definitive root cause of the defective boards. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(4) that the vapr vue generator device had a failure of the rf board and relay board and the psu board which caused a failure. It was not reported if there were any delays in a surgical procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.